Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed that the device has had repeated problems with f-38 alarms and damaged force sensing resistors. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. This occurred before patient use. There was no patient involvement. No additional information is available.